Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not pass the volume accuracy test. During testing, the primary line was programmed to deliver at a rate of 120 ml/hr with a vtbi (volume to be infused) of 20 ml. The secondary line was programmed to deliver at a rate of 30 ml/hr with a vtbi of 5 ml. It was reported , that the volume delivered for the secondary line on the display held at 4.9 ml, but continued to deliver. The device display did not increment to reach 5 ml in order to signal the device to switch to the primary line delivery. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.